Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. Clavicular crush related lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the revision procedure.